Manufacturer narrative:
The device was not returned for analysis as the clip remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated and the reported slda (single leaflet device attachment) and device damaged by another in this complaint appear to be related to procedural conditions, and due to the second clip interacting with the first implanted clip, causing the implanted clip to detach from the anterior leaflet. There is no indication of a product issue with respect to manufacture, design or labeling. The second mitraclip device is being filed under a separate medwatch report number. Weight: estimated weight.

Event description:
This is filed on the first clip to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip (xtr) was implanted without incident. The second mitraclip (ntr) was advanced and was being adjusted above the first clip, when the second clip inadvertently knocked the first clip off the anterior leaflet. The second and third clip were implanted to stabilize the first clip. The procedure was completed with mr grade 3. There was no clinically significant delay in the procedure. There was no additional information provided